Event description:
It was further reported that vascular access was obtained through the femoral artery. The de novo lesion was severely calcified. Upon the first inflation the balloon ruptured.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 99% stenosed lesion was located in a calcified and moderately tortuous superficial femoral (sfa) artery. A non-bsc guide wire was advanced to the lesion. The physician then advanced the 1.5mm x 20mm sterling es balloon catheter. Inflation was performed however, contrast media "flew distally" and the physician was unable to confirm that the balloon inflated. The device was removed from the patient. The balloon was inflated outside the patient and a balloon rupture was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).